Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experienced ineffective stimulation coverage. Multiple reprogramming attempts were made to no avail. It was then determined the system lead had migrated and was lifted off the spine. The physician decide to revise the lead. The pt underwent surgical intervention. During the procedure, the physician placed the lead into the epidural space and anchored down the lead. The procedure was completed without complications. The pt reported effective coverage. The issue has been resolved.